Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed properly during testing. No unexpected prime anomalies or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not proceed from load to next and the insulin leaked during loading the reservoir. The customer¿s blood glucose level was unknown at the time of incident. Customer reported that the operation of insulin pump was usually slow. The insulin pump will be returned for analysis.